Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a pocket infection at a prior left chest medical device explant site, along with sepsis and bacteremia. It was also reported that the patient experienced dyspnea, and possible vegetations were found on the aortic valve. The patient's right chest implanted cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the patient was treated with antibiotics. The patient is a participant in the (B)(6) registry clinical study . No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead I ndicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.